Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The device was returned to the clinical research department, it was evaluated as part of the tmj clinical study. No mode of failure was identified in the explant analysis. Supplemental report two of four for the same event.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). According to the study: no failure mode was identified. Additionally, heterotopic bone was confirmed by CT scans and intraoperatively, supporting the probable cause of failure as biological. The user facility is foreign; therefore a facility medwatch report will not be available. This is report 2 of 4 for the same event. Reports 1, 3, and 4 are reported on MFR #0001032347-2013-00100-1, 0001032347-2012-00051-1, 0001032347-2013-00152-1.

Event description:
The tmj implant was removed due to heterotropic bone growth and recurring ankylosis.